Event description:
In 2001 the end-user called minimed, USA and stated that the hub becomes completely detached from the adhesive. On august 6, 2001 maersk medical received the complaint and 42 unused infusion sets. The near-incident took place in USA.